Manufacturer narrative:
The pump was received with an intermittent up button response due to corroded keypad traces. No button error alarm or ramping numbers noted during testing. The pump also had minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error. Customer stated that she tried to bolus but the numbers kept scrolling on their own, took out the battery and put it back and got button error. Customer's blood glucose was 244 mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.